Event description:
The customer reported two low blood glucose episodes that required treatment by the paramedics. The customer's blood glucose reading was 47 mg/dl on the first event and 13 mg/dl on the second. Troubleshooting revealed that the insulin pump had been set to a different language. The customer stated that the paramedics were pressing buttons, trying to turn off the insulin pump when they arrived. The insulin pump passed the displacement tests. The customer is anemic and the doctor felt that this could have contributed to the low blood glucose episodes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge.